Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the patient experienced chest pain and reported that their leadless implantable pulse generator (ipg) "went off". The ipg remains in use. No further patient complications have been reported as a result of this event.